Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An certain® titanium large hexed screw (ilrght) was returned for investigation. Visual inspection of the as returned product identified a clear fracture and the end of the screw missing. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and three related complaints for this product lot was identified. Appropriate documentation was reviewed and the following information was identified: documents reviewed: surgical manual: tapered & parallel walled implants instsm rev 08/18 & biomet 3i restorative products IFU (p-iis086gr) rev e - november 2015. Information identified: applicable information can be found in the torque matrix - internal connection, precautions, and potential adverse events sections. Complaint reported that the abutment screw fracture. Fragment was removed and the implant wa undamaged. The reported event is confirmed through visual inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI: (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k072642.

Event description:
It was reported that the ilrght abutment screw fractured in the implant. The fragment of fractured screw was removed and the implant was not damaged.